Event description:
During a coronary stent procedure, the wire fractured. The wire was advanced to the om branch and prolapsed during advancement. The physician sucessfully deployed three stents that had been advanced over the prolapsed wire. During removal of the wire, a 3 cm segment of the distal wire dislodged in the patient. The segment was retrieved with a snare. Patient status is listed as "okay".